Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for an out of range impedance measurement for the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead. The value of the measurement was unknown. The clinic contacted boston scientific technical services (ts) and stated that they had seen out of range measurements for the ra lead previously. Ts reviewed the remote home monitoring data and found that there was a low out of range pacing impedance measurement of less than 200 ohms approximately three months earlier. The clinic also noted that there had been oversensing of noise observed and the patient was brought into the clinic. The noise was able to be reproduced in the clinic, thus the sensitivity was reprogrammed. Ts suggested having the patient perform another remote interrogation to determine the value of the current impedance measurement. Ts also discussed reasons that the impedance measurement may be low and out of range. The crt-d and ra lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) continued to exhibit low out of range pacing impedance measurements along noise. The noise was sensed and led to further inappropriate atrial tachy response (atr) episodes being stored. It was further noted that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms as noted on the remote home monitoring system. Review of the presenting electrogram (egm) noted lv loss of capture (loc). The patient was asymptomatic. Boston scientific technical services (ts) reviewed the remote home monitoring data and found that the lv impedance measurements started to fluctuate in and out of range three months earlier and were now consistently out of range. Ts confirmed that the egm showed lv loc. The patient was brought into the clinic where sensing and pacing on the lv lead were programmed off, thus electrically abandoning the lead. No x-ray was taken, however the physician believed the lv lead is fractured. Also due to issues noted with the ra lead, it is thought that the ra and lv leads are rubbing against each other, thus wearing down insulation on both leads. All products remain in service and the patient will follow up with their electrophysiologist. No adverse patient effects were reported.